Manufacturer narrative:
Varian agent had contacted the hospital on a least four occasions requesting information regarding staff therapist injury, and on each occasion the hospital staff said that they would forward a copy of their internal accident and incident report. The verbal report from the hospital was received on (B)(6) 2013. No additional follow up from varian for this MDR. (B)(4).

Event description:
The couch was lowered onto an object (in this case a knee sponge used to place under the patient legs) that was left in error under the couch by the staff therapist. When the table was lowered by the radiation therapist onto the sponge this caused the couch to canter-lever at the bolts and allow enough gap for the operator (radiation therapist) to get their foot underneath the couch pedestal. The radiation therapist had her toe broken but is now back to work. The issue resulted in a serious injury of a broken toe.